Event description:
A hemodialysis user facility has reported that a pt, who was new to dialysis, was hospitalized on (B)(6) 2012, for weakness and the pt was found to have low platelets. The pt was transfused and the dialyzer prescription was changed to an alternative dialyzer, on which the pt dialyzed successfully. The pt's platelet count was noted to increase. Later, on or about (B)(6) 2012, the pt was challenged on the fresenius dialyzer and the pt's platelet count was noted to decrease. There were no other ill effects demonstrated by the pt while using the fresenius dialyzer. The pt was re-prescribed the alternative dialyzer and has been successfully dialyzed on it in the clinic after inpatient discharge on (B)(6) 2012 and the pt continues hemodialysis with no other known sequelae. There is no sample available for evaluation.

Manufacturer narrative:
Additional medical records have been requested and not received as of the writing of this report. If more info does become available, a follow up report will be generated.